Event description:
Reported issue: rn went to start an IV, rac, good size vein approx 1 cm insertion and then the needle pierced through the catheter outside the vein. Diffusic withdrawn and thrown out. An error or event occurred that reached the patient but did not cause patient harm. Injuries or adverse event: no. Customer response on 26-feb-2026. Exact date of event was (B)(6) 2026.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 unopened physical sample submitted for evaluation. The reported issue of needle through catheter was not confirmed upon inspection of the sample. Analysis of the sample showed that the seal on the package was not open and the reported defect was not observed. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.